Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the joystick control was shutting down and it felt hot to the touch.